Event description:
It was reported that the right ventricular [rv] lead had a change in r wave sensing with the r wave measuring differently through the patient's device than by strip. Additionally, the measured r wave values were low. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.